Event description:
It was reported that during a remote follow up, noise resulting in oversensing, inappropriate high voltage therapy, and inappropriate anti-tachycardia pacing (atp) was noted on the right ventricle (rv) lead. Diagnostic imaging was performed and dislodgment of the rv lead was observed. Abbott technical support was contacted and a revision procedure was performed. The rv lead was replaced to resolve the event. The patient was in stable condition.

Event description:
Additional information was received indicating right ventricle lead was explanted.